Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker iii.

Event description:
Patient reported left-side capsular contracture baker grade iii and "a difference was found between the breasts, as well as an altered consistency." Device remains implanted.

Event description:
Device has been explanted. Physician later reported grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: . Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿seroma-late: unable to observe since it is not related to the device. ¿ wrinkling: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.